Event description:
While wearing the external equipment, the pt reportedly experienced pain at implant site. The pt was seen for device evaluation. Testing performed confirmed that the device was functioning. The decision was made to explant the pt's device. Surgery to explant the pt's device has been scheduled.